Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of t-wave oversensing and noise were observed on the right ventricular (rv) lead that lead to inappropriate anti-tachycardia pacing (atp). Technical support was contacted and recommended performing provocation tests check for lead damage. The patient's condition was stable. Additional information was requested but was not available at this time. Related manufacturer reference number: 2938836-2017-24263.